Event description:
It was reported that patient was revised on a right knee due to mechanical complications.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown patella. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.